Event description:
It was reported that during a laparoscopic high anterior resection procedure, the tip fell off the device. The part was found in the patient and removed. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.